Manufacturer narrative:
The initial reporter's phone number: (B)(6). The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue is unconfirmed. During evaluation, device completed calibration and there were no further issues. Pm performed. Circulation pump, mixing pump, heater and drain valves replaced. Device shows no errors. Risk, DHR and labeling review are not required as the reported issue is unconfirmed. Based on the results of the investigation, no additional actions can be taken. Corrections: d, h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the routine maintenance was performed, cleaning, inspection, functional test (quick check), water change, and calibration. Calibration failed. Circulation pump was likely defective in an arctic sun device. Per wo evaluation, calibration was failed. Per review of wo on 07nov2025, there was no patient involvement.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The initial reporter's facility name is (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the routine maintenance was performed, cleaning, inspection, functional test (quick check), water change, and calibration. Calibration failed. Circulation pump was likely defective in an arctic sun device. Per wo evaluation, calibration was failed. Per review of wo on 07nov2025, there was no patient involvement.